Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was dropping and the insulin pump attempted to shut off. However, his blood glucose level was over 200 mg/dl. The sensor did not want to calibrate. Customer's sensor glucose reading was 132 mg/dl but his blood glucose level was 570 mg/dl. His sensor and blood glucose difference was not within an acceptable range. The customer was receiving high and low alerts every 20 to 30 minutes. The customer was having issues with his stomach. The customer was advised that the device would be replaced and agreed to return the product for analysis.